Event description:
Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 35mm x 7.5mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 and experienced left hand numbness, left hand weakness, and left sided neglect the following day. Imaging revealed an intracranial hemorrhage. It was reported that the patient's condition resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).